Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 23 mm transcatheter bioprosthetic valve into a failed bioprosthetic valve, the valve was implanted deep and at 80% deployment, the blood pressure dropped. The valve was partially recaptured, moved higher and at redeployment, the valve was again implanted deep at 80%, was recaptured and moved to the descending aorta. The pressure remained low and cardiopulmonary resuscitation (CPR) was initiated, an intra-aortic balloon pump and extracorporeal membrane oxygenation (ECMO) were inserted. The valve was successfully implanted and the patient was moved to the ICU with the circulatory support systems in place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.